Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Post-op bile leak after lap chole. The bile leak was not from the cystic duct. It was from the first ercp. The first erpc and second ercp both show the cystic duct occluded. The clips were not the issue. A surgical intervention was performed to repair the bile leak and hospitalization was extended. The clips, 2 applied, did not come off the vessel.